Manufacturer narrative:
D4: UDI - correction. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The severed distal end portion, measuring approximately 25.5¿ in length, was also returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) and the sealed outflow graft and bend relief were not returned. The outlet elbow was attached to the pump¿s outlet port. Upon disassembly of the returned device, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The returned portions of driveline were tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. Microscopic inspection of the underlying wires of the returned portions of driveline revealed a breach in the insulation of the orange wire, at what would be approximately 9¿ from the pump housing (referenced photos: figure 2). Additionally, a breach in each of the insulation of the brown and black wires were noted at what would be approximately 10¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage aside from the ones previously noted. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in low speed and pump stop events. The relevant sections of the device history records for (B)(6), and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was still on an ungrounded cable, and they understood that the percutaneous lead issue was still there, and they would like to have "normal" life. The surgeon and the team decided with the patient to program the pump exchange on (B)(6) 2024 due to ungrounded cable and power elevation on a regular basis. There was no alarm. It was stated that the pump exchange was completed on (B)(6) 2024, and the patient was doing well.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.